Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
The male pt received a 2.5 x 13mm cypher stent in the mid lad in 2004. It was noted that while the 3 yrs follow-up was being done, the pt was reported to be dead. Date and cause of death was unk. The pt was still alive during the 1 yr follow-up in 2005. Add'l info will not be available.